Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Ta service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification in relation to the customer reported issue 'under infusion' which was not be reproduced during evaluation. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification in relation to the customer reported issue 'pump ran after infusion stopped' which was not reproduced during evaluation. A review of the event history log was performed. The customer did not provide event parameters or an event occurrence date. A review of the last day of customer use was performed and revealed that the customer programmed an infusion of 50 ml at 200 ml/hr at timestamp 17:43, which ran to completion without interruption. The infusion completed at 17:58 and continued at the kvo rate of 1 ml/hr. The user stopped the pump at 11:59. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced under infusion and ran after infusion stopped. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.